Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error code, not reading syringe in place. No patient injury reported.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed upon receipt, the left plunger case was damaged, the battery was missing, and the top case was non-original equipment manufacturer. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as a chip was found to be broken off of the plunger printed circuit board. Root cause of the reported issue is unknown. Replaced the plunger printed circuit board. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: catalog number: 4000-0101-51, d4: correction: model number: 4000.